Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon and pump removed as the device was not working properly. The physician indicated the issue appeared to be fluid loss with the balloon causing the pump to not work. The pump had deflation issues and was not refilling. A new artificial urinary sphincter pump, and balloon were implanted. The patient fully recovered and there were no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported allegations of fluid leak and mechanical issue. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Returned product consisted of an ams 800 artificial urinary sphincter (aus) control pump and balloon. The ams 800 artificial urinary sphincter (aus) balloon was visually inspected, microscopically examined, leak tested, and functionally tested. No damage or abnormalities were identified. The balloon passed functional testing. The ams 800 artificial urinary sphincter (aus) control pump was visually inspected, microscopically examined, and leak tested. During inspection, foreign material was found in the fluid resister. Foreign material appeared to be tissue from the patient. Additionally, wear along both strands of kink resistant tubing (krt) was found. During the leak test, no damage or abnormalities were found. No other damage or abnormalities were identified. Product analysis was unable to confirm the reported allegations of fluid leak and mechanical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of no problem detected was chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon and pump removed as the device was not working properly. The physician indicated the issue appeared to be fluid loss with the balloon causing the pump to not work. The pump had deflation issues and was not refilling. A new artificial urinary sphincter pump, and balloon were implanted. The patient fully recovered and there were no patient complications.